Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized due to diabetes ketoacidosis. At the time of the event, the blood glucose reading was 500 mg/dl. There were no significant events that led to the incident. In troubleshooting, the drive support cap appeared normal and the insulin pump passed a quick release test and a manual prime test. No further information was provided.